Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump error alarm found in the pump history due to software error. Insulin pump error alarm found in the pump history due to isolated to the electronic assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm (software error and communication problem). Customer was able to clear the alarm also able to complete pump rewind. Customer stated fill canula was recorded in the daily history. Customer stated that self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.